Manufacturer narrative:
The investigation for the high purge pressure has been completed. Impella 5.5 pump and data logs were not returned. Purge pressure high, purge system blocked alarms found. Tissue plasminogen activator (tpa) addition resolved the issue. The cause of the high purge pressure issue was not determined since product and logs was not returned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a 56-year-old male patient in cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During impella support, the patient experienced a sudden purge pressure above 1000 and purge flow below 1ml/h. The staff did lysis on their own with success. After approx. 5-hours, the purge values normalized. Patient¿s currently purge pressure is 506mmhg and purge flow 11.1ml/h and the purge switched back to g5 with bicarb. The procedural outcome was the patient survived surgery.